Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the trunk cable connector was broken. The root cause of the damaged trunk cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The pt received a replacement electrode belt.

Event description:
While reviewing the download data of a (B)(6) old female pt, zoll customer report discovered that the pt was receiving a service code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.